Event description:
Reporter alleged blood glucose measured 65 mg/dl back to back with a result of 158 mg/dl when testing was performed back to back, however, there was no specific time given between the tests. Customer stated having some low and some high glucose symptoms at the time and any actions taken or treatment received as a result was not provided. A request was made for the return of the suspect device and replacement product was sent.